Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode) has been confirmed. As received, the belt was unable to complete an ECG falloff test. Upon investigation, the electrode belt's cable had a broken wire near the connector. The root cause for broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged te pad/sensing electrode.